Manufacturer narrative:
A timeline of the reported disconnections and the log files of the affected device were provided for the investigation. From the log entries it could be confirmed that the user initiated a suction maneuver at 12:02:37 pm after the first disconnection performed by the patient. The instructions for use state that the device ¿ventilates the patient with an increased o2 concentration for an initial oxygen enrichment phase of 180 seconds max. During this time, evita v500 waits for a disconnection. When the device is disconnected for suction, evita v500 interrupts ventilation. During the suction phase, the acoustic alarms are suppressed so that the suction maneuver is not disturbed. After suction and automatically recognized reconnection, evita v500 delivers an increased o2 concentration for the final oxygen enrichment phase of 120 seconds. During suction and for 120 seconds afterwards, the lower alarm limit for the minute volume is switched off.¿ from the log entries it can be confirmed that the device detected the disconnection performed by the patient at 12:05:08 pm as the expected disconnection during the suction maneuver. As specified no alarm was generated for the disconnection until 12:07:08 pm. This corresponds with the reported missing alarm for approximately 2 minutes. No malfunction could be found during the analysis and the device behaved as specified.

Event description:
The customer submitted a user facility medwatch report to the FDA. "Patients action caused et to become disconnected from the ventilator tubing. Ventilator alarm did not sound for approximately 2 minutes" after discussing the reported incident with the rental company who rented the ventilator to the hospital, it was discovered that the patient that was connected to the ventilator had intentionally disconnected the et tube from the ventilator tubing repeatedly and ultimately died. The hospital did not allege ventilator malfunction.